Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to seal appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a pre-existing free perforation in the mid-left anterior descending artery. A 2.80x16mm graftmaster stent was deployed but did not fully seal the perforation. A new same size graftmaster stent was used to successfully seal the perforation. The second graftmaster stent was used after the expiration date of (B)(6) 2019. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.